Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to very high thresholds. The physician was not able to remove the lead. No additional adverse patient effects were reported.